Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue was due to broken rails in smart half-height drawer 5.2. A field service engineer (fse) was unable to replace the rails and required a full drawer replacement. The fse manually released and migrated the cubbies to a new drawer after being unable to log in with becton dickinson credentials, installed the replacement drawer, and assisted the user in completing the drawer configuration. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 failed. Customer tried to recover and restart but still failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.